Event description:
It was reported that the device was showing air in alarm but there was no air in line. There was no patient involvement.

Manufacturer narrative:
One device was received for analysis. Service history review found no previous related repairs. Visual inspection was performed. The reported issue was confirmed. The device was found to be faulty. No further action will be taken.